Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed incoming testing and displayed a service code 102. The cause was isolated to shorted u1004 and u1005 components on the pca board, causing 5.4 and c4 to short. The monitor was unable to pass detect and treat or baseline testing. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.